Event description:
It was reported that during a cardiac ablation procedure, a hole was noted in the catheter. The physician noted a hole in the therapy cool flex catheter after three hours of use. No pt complications were reported. Add'l info has been requested but is not available.

Manufacturer narrative:
(B)(4). One therapy cool flex catheter was received under the complaint for eval. A visual inspection revealed the catheter was damaged and kinked with exposed outer braided wire at 3.7 cm from the distal tip. Another smaller hole was located 180 degrees from the location of the exposed outer braided wire and is consistent with damage along a crease line after repeat bending. The failure area on the plastic shaft material appeared deformed. The luer extension tube was loose at the catheter handle joint and was able to move in and out of the shaft. Functional testing of the device confirmed the catheter when deflected created a curve that did not match the required template which was due to the damaged shaft. The catheter passed continuity, resistance, pressure drop and EKG testing, however, the catheter failed the ablation simulation test as the pump showed an occlusion alarm. A microscopic inspection of the catheter tip was conducted and no issues were noted. A guide wire was advanced through the luer and advanced inside the fluid lumen toward the catheter tip, however, the guide wire stopped at 5.5cm distal to the luer and inside the catheter handle. The catheter handle was dissected and the fluid lumen inside the blue protecting tube was kinked at the same location in which the guide wire stopped. Also, the catheter was damaged at the fuse joint and during dissection it was observed that the flat wire and activation wire were slightly bent at the same location in which the shaft was kinked. Review of the device history record confirmed that this lot met mfg requirements prior to shipment. The most probable root cause classification for the shaft damage, kink and hole is operational context as device performance was limited due to anatomical/procedural factors. A quality improvement project was initiated to address the loose luer extensions in tube.